Event description:
After inserting the saf-t-intima into the pt, the nurse pulled on the white cap and met resistance, causing the tubing to become kinked. The tubing was straightened and the cap was pulled, resulting in the needle/wire shearing the tubing and sticking the nurse in the hand.